Event description:
It was reported that, during set up for a cori assisted tka surgery, the ri robotic drill attachment jammed. It was hard to get off. They also received a disconnect error. The procedure was completed with manual instruments. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
This event has been re-assessed for reportability and it has been determined that it has already been reported under your report number 3010266064-2022-00394 (our reference number: case-2022-00103945-2). Also, the malfunction reported for the ri robotic drill attachment has not caused and is unlikely to cause any death or serious injury, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. This event has been re-assessed for reportability and it has been determined that it has already been reported under your report number 3010266064-2022-00394 (our reference number: case-2022-00103945-2). Also, the malfunction reported for the ri robotic drill attachment has not caused and is unlikely to cause any death or serious injury, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.